Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to user error. Scanning electron microscopy analysis of the fractured spring tip found evidence that is consistent with the spinning oad making contact with the spring tip resulting in the fracture. The diamondback 360® coronary orbital atherectomy system instruction for use, warns: ¿use fluoroscopy to monitor movement of the radiopaque diamondback 360 coronary orbital atherectomy device (oad) shaft tip in relation to the radiopaque viperwire guide wire spring tip. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. [If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.]". Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h3, h6 (component code, investigation findings, type of investigation, investigation conclusions) and h11.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed using a 6f system and diamondback 360 orbital atherectomy device (oad) was used for the calcified lesion in right coronary artery (rca)#3 - #4 (posterior descending). A non-abbott wire was used for the initial wiringand then was exchanged to viperwire guidewire. The viperwire coronary guidewire was advanced to #4pd using a microcatheter. Due to severe calcification and stenosis, atherectomy was initiated from #3 at low speed with a push technique (proximal to distal). Two treatments were performed on low speed mode. After several seconds, it was confirmed that the wire had fractured, as the radiopaque segment did not move despite push-pull manipulation of the viperwire guidewire. There was a degree of wire bias sufficient to induce the accordion-shape in the vessel. The vessel showed severe tortuosity just before the lesion and was in an accordion-like state. It was suggested that proceeding with the wire in that condition may have contributed to the fracture. The fractured tip was retrieved by entangling it with two soft wires, effectively using them as a snare. The procedure was then completed without any issue, including lesion dilation with non-abbott balloon and a stent implant. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed using a 6f system and diamondback 360 orbital atherectomy device (oad) was used for the calcified lesion in right coronary artery (rca)#3 - #4 (posterior descending). A non-abbott wire was used for the initial wiring and then was exchanged to a viperwire guidewire. The viperwire guidewire was advanced to #4pd using a microcatheter. Due to severe calcification and stenosis, atherectomy was initiated from #3 at low speed with a push technique (proximal to distal). Two treatments were performed on low speed mode. After several seconds, it was confirmed that the wire had fractured, as the guidewire spring tip did not move despite push-pull manipulation of the viperwire guidewire. There was a degree of wire bias sufficient to induce the accordion-shape in the vessel. The vessel showed severe tortuosity just before the lesion and was in an accordion-like state. It was suggested that proceeding with the wire in that condition may have contributed to the fracture. The fractured tip was retrieved by entangling it with two soft wires, effectively using them as a snare. The procedure was then completed without any issue, including lesion dilation with non-abbott balloon and a stent implant. The patient was stable.